Event description:
It was reported the scs lead migrated from t9-t10 to t8-t9. The pt's entire scs system was replaced due to the pt having multiple falls.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.